Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d.6a, h6.

Event description:
Patient reported "implant is cracked/broken", "breast is swollen, stiff and hot and it hurts". Additionally reported was "does not feel well, [they feel] sick" which has been deemed not related to the device. This record is for the right side. Device remain implanted. It's unknown if the device will be returned.

Event description:
Patient reported "implant is cracked/broken", "breast is swollen and hot and it hurts". Additionally reported was "does not feel well, [they feel] sick" which has been deemed not related to the device. This record is for the right side. Device remain implanted. It's unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.